Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected estradiol result generated by unicel dxc 600i access 2 immunoassay system for one patient. Subsequent testing produced a higher result within a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a green top plasma tube with a gel separator. Qc was within the established ranges for the past 30 days. A routine system check was performed on (B)(6) 2010, before the event, which passed the instrument specifications. The customer is not questioning any other assay or result at this time. Preventive maintenance was performed on (B)(6) 2010 and no issue was noted. A bci field service engineer (fse) performed a high sensitivity system check on (B)(6) 2010, and the results met the instrument specifications. More evaluation service was offered but declined by the customer. A definitive root cause for this event has not been determined.